Event description:
On 6/6/95, pt was sent to radiology dept from oncologist's ofc due to difficulty injecting & aspirating pt's cath. Fluoroscopy revealed central line broken off near its point of entry into subclavian vein. 13-14cm fragment lodged in rt. Heart successful transvenous catheter retrieval without complication.